Event description:
It is reported that a customer came across air bubbles in their reservoir compartment. The customer's blood glucose was not recorded. The customer was advised to call the help line when that happens again because there are all kinds of scenarios when that happens. No further assistance needed at the time.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.